Event description:
The intra aortic balloon was inserted into the pt on 2/13/98 at 1:15 pm. The intra aortic balloon was removed on 2/14/98 after intra aortic balloon pump for 19 hours. The pt had severe bleeding and a transfusion was required. The pt was on a heart thumper in emergency dept on and off for two hours. The pt went on to expire on 2/14/98 at 8:15 am. The contact at the facility reported that the pt's death was not a direct consequence of the intra-aortic balloon or intra-aortic balloon therapy. (Event complications: severe bleeding/transfusion required - reported 6/16/98.) (Pt's current status: expired-reported 6/16/98.)